Event description:
It was reported that this brady device delivered inappropriate brady pacing due to atrial flutter. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this brady device delivered inappropriate brady pacing due to atrial flutter. Further evaluation of the patient was discussed. Attempts to inquire regarding the model/serial number of the device was performed, however, at this time, no further information is available. Based on the information available, this device remains in service. No further adverse patient effects were reported. After further analysis of the case was performed it was noted that the health care provider initially questioned if the device was providing successful biventricular pacing based on the morphology of the electrocardiogram signal. It was determined that this device operated as programmed and designed as appropriate pacing therapy in both ventricles remained available to the patient. There was no evidence of a device malfunction or deterioration in the characteristics or performance of the device, and no adverse patient effects were reported.

Manufacturer narrative:
Amendment; it was determined that this device operated as programmed and designed as appropriate pacing therapy in both ventricles remained available to the patient. There was no evidence of a device malfunction or deterioration in the characteristics or performance of the device, and no adverse patient effects were reported.